Event description:
It was reported that upon deployment of a vena cava filter, the filter limbs were twisted together and the entire filter did not expand. The filter was successfully retrieved with a snare device and another filter was deployed without incident. There was no reported pt injury.

Manufacturer narrative:
The lot number was provided. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported date for this lot number for this failure mode. The device was returned. The filter was fully expanded and all filter measurements met the required specifications. One image was provided. Based on the image provided, the complaint investigation is confirmed for failure of the filter to expand due to crossed filter limbs. Based on the available info, the definitive root cause for this event is unk. It is unk if pt and/or procedural factors contributed to this event. See scanned page.